Event description:
It was alleged that one of the front caster forks fell off the frame causing the patient to fall. The patient was allegedly hospitalized due to cracked hip. Root cause of the caster fall and diagnosis of the patient injury is unknown to drive medical at the time of this report. Patient has requested a replacement product and returned the alleged wheelchair to drive medical for evaluation. This MDR report is based on the customer complaint.